Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient is experiencing numbness around implant and is unable to walk long distance.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers are unknown. The exact condition of the component is unknown as it remains implanted and therefore, was not returned for review. This device is used for treatment. A complaint history search and compatibility assessment could not be performed as the part and lot numbers are unknown. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was reported under the incorrect MFR number. The initial report was forwarded in error and should be voided. Please see 3007963827-2019-00340 for reporting.

Event description:
No further event information available at the time of this report.